Manufacturer narrative:
(B)(4). Unknown-unknown cup-unknown, unknown-unknown stem-unknown, unknown-unknown head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03307-1, 0001825034-2019-03308-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision 7-year post operation due to joint popping in and out of socket and cup malposition. During the procedure, the socket (e-poly liner) fractured and there was black debris from the ball (head) scraping on the shell. Attempts have been made and additional information on the reported event is unavailable at this time.